Event description:
On (B)(6) 2012 the patient reported to the animas corporation and alleged bolus button malfunction. The patient went swimming and when the patient finished an attempt to deliver a bolus was made. The bolus button was unresponsive. The patient powered off the pump and restarted it and was able to administer a bolus. However, the next morning all of the keypad buttons were unresponsive. The patient alleges that there is no visible damage to the keypad or the pump. The patient wears the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This allegation is being reported due to a keypad malfunction.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons responded appropriately and had normal spring back or click. The keypad cover was removed to investigate and revealed no evidence of contamination under or around the button contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.